Event description:
Additional information indicates, the ipg was electively explanted. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Correction: b5 - additional information indicates, the ipg was electively explanted. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient is scheduled to have their system explanted for an unknown reason. As a result, surgical intervention may be undertaken to address the issue.